Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the physician mentioned that after inserting the versacross rf wire through a non-boston scientific introducer needle, the tip of the rf wire was noted to be stripped once it was removed. It was peeled back near the distal end, but still intact. Hence, a new kit was then opened to be used, and the procedure was completed successfully. No patient complications reported. The device has returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to have a ptfe damage noted on the distal tip of the wire (skiving of rf wire confirmed at distal end). The device passed the test for wire body and proximal end outer diameters. Also, the rf wire passed the tests for inspection of electrode height and electrode/heat shrink gap inspection. The reported allegation of coating issue was confirmed for the ptfe skiv on the rf wire. The cause code 'unintended use error cause or contributed to event' was selected, since it is highly likely that the damage to the rf wire was caused by inserting the wire through an introducer needle, as reported. The instructions for use of the rf wire includes the warning 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During the procedure, the physician mentioned that after inserting the versacross rf wire through a non-boston scientific introducer needle, the tip of the rf wire was noted to be stripped once it was removed. It was peeled back near the distal end, but still intact. Hence, a new kit was then opened to be used, and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.